Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty fully deflating the ballon occurred. The non calcified, 80% stenotic lesion was located in a non tortuous left renal artery. It is noted this is an off label use. The physician successfully directly stented the lesion with a taxus express2 5.0 x 16 mm drug eluting stent at 4 atms. Upon withdrawal the delivery balloon would only partially deflate. The physician successfully removed the stent delivery balloon by inflating and deflating the balloon multiple times. No patient complications or injuries were reported due to this event. Patient status is reported as "satisfactory/good."